Event description:
The hcp reported the pt had undergone surgery 3 times since the initial pump implant. In 2002 , the catheter was revised due to being kinked and disconnected from the pump. In 2002, the catheter kink and pump "position." In 2002, the catheter was revised and the pump repositioned due to a catheter disconnect. The pt outcome was not reported.